Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.26 on a pt presented with chest pain in the ER. (B)(6) 2011 at 0911: results (ng/ml) I-stat: 0.26, lab (vista): <0.015, I-stat: 0.01 (repeat, same sample). The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event. The investigation was completed on (B)(6) 2011 and determined that lot# t11070 is functioning as intended.